Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not cycling the cartridge and was using lyumjev insulin with the pump. Tandem customer technical support informed customer to properly cycle the cartridge and that lyumjev insulin is off-label per the user guide. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.